Event description:
Sysloc needle guard appeared to catch/stick while removing. Staff member gave a firm tug and needle tip scraped the left thumb. This happened over a weekend; staff member examined another needle from the same box; the same thing happened. Unable to determine lot number at this time. The pt that the needle was used on was the high risk pt ((B) (6)). The employee received first aid in the clinic and later on saw the infections disease doctor. Pt care technician (pct) info. Pct identifier: (B) (6). (B) (6). Gender: female. (B) (6).

Manufacturer narrative:
As per review with u.s. FDA inspector during the inspection, this incident shall be a MDR reportable event as the pt is a high risk pt ((B) (6)). Thus, we are submitting this medwatch. Due to unavailability of defective sample, we were unable to clarify the actual defect and cause for this complaint. There was a possibility that end-user might not have executed the proper method of one-hand technique stated in step 4 of IFU during retraction of needle. From our mfg records, qa records and preserved samples review, there was no abnormality associated to this product lot upon investigation. Actual cause was unlikely to be related to our mfg process. However, briefing was conducted to all qa staffs to increase their awareness. The user facility was unable to provide the affected lot number but had provided the lot number in use at the point of incident.